Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited an electrical reset during interrogation; however, it was noted that the device would be fully functional. The device will be monitored via remote transmission and remains in use. No patient complications have been reported as a result of this event.